Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The submission numbers for the hemosphere instrument and swan ganz module involved are 2015691-2019-03120 and 2015691-2019-03121. The product has not been received for evaluation. Once the product has been received a supplemental report will be submitted with the evaluation findings.

Manufacturer narrative:
The 70cc2 cable will not be returned for evaluation as the exact product cannot be identified. The lot/serial number of the product is unknown. Therefore, the device service history record review could not be completed. Edwards is unable to confirm or negate the customer¿s experience without the return of the suspect device. The root cause of the reported issue is indeterminable as the product was not evaluated. There is no evidence or indication that a manufacturing defect is responsible for the reported issue; therefore, no corrective action was taken. There was no inappropriate patient treatment administered. With any hemodynamic monitoring readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. It is unknown if user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Manufacturer narrative:
The product has not been received for evaluation. Once it has been received and evaluated the findings will be submitted in a supplemental submission. The device service history record review is pending. Once the review has been completed the findings will be submitted in a supplemental submission.

Event description:
It was reported that a hemosphere instrument (hem1 monitor), swan ganz module and 70cc2 cable were in use during patient monitoring when the cardiac output and cardiac index readings were ¿abnormally high¿ for the patient¿s condition, per the clinician. The ci reading was 6.7. The monitor, cable and sg module were exchanged for other equipment and the readings were down to normal. A swan ganz catheter was in use with the patient and was not exchanged and was eliminated as a contributor. There was no inappropriate patient treatment administered. There was no patient harm or injury. The patient demographic information is not available.